Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device would not deflate as the deflation button was not accessible. The patient had a new inflatable penile prosthesis implanted. The event resolved. There were no patient complications reported.